Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no cause or contributing factors for the leak identified. There was no damage or evidence of tampering to the device packaging. No visible damage noted at the hub or connector before flushing. The hub connection was not tightened or adjusted prior to flushing. It was noted that any pressure that occurred was from the manual syringe.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damage or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. The distal catheter was found shaped. The distal tip and distal marker band were found ovalized. Testing/analysis: the echelon-10 total length (to the proximal marker band) was measured to be ~153.4cm and the usable length (to the proximal marker band) was measured to be ~145.4cm, which is within specification (specification: total (ref) = 152cm; usable = 144.0 cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was observed exiting from under the inner strain relief. The outer and inner strain relief were removed, and no gap was found between the hub and the catheter shaft. Insufficient glue coverage was found between the hub and catheter. Water was found to leak at this location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. It is likely the insufficient glue coverage caused water to leak out from within the hub and proximal catheter. There is an indication that the event could be related to a potential manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for endovascular aneurysm embolization. It was noted that the patient's vessel tortuosity was normal. The access vessel was the femoral artery, with 8mm diameter.  It was reported that during aneurysm embolization, leakage was noted at the connection between the hub and the microcatheter during pre-flushing. To avoid interference with the procedure, the microcatheter was replaced with a new one, after which no issues were o bserved. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.